Event description:
It was reported that during an initial implant attempt, the physician had difficulty getting good sensing and thresholds over numerous lead repositions. The physician elected to remove the lead. A new lead initially also had high thresholds and poor sensing but eventually found an acceptable location. The new lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, the full lead was returned and analyzed. It was also noted that blood was on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, the full lead was returned and analyzed. It was also noted that blood was on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, the full lead was returned and analyzed. It was also noted that blood was on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, the full lead was returned and analyzed. It was also noted that blood was on the helix mechanism.